Manufacturer narrative:
Date of event has been estimated. Date of implant has been estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect(s) of myocardial infarction and thrombosis are listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s) of myocardial infarction and thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prime devices referenced are being filed under a separate medwatch report #. Article titled: "individual patient data analysis of the bioflow study program comparing safety and efficacy of a bioresorbable polymer sirolimus eluting stent to a durable polymer everolimus eluting stent."

Event description:
It was reported through a research article identifying that xience prime and xience xpediton stents may be related to the following: stent thrombosis, myocardial infarction, target lesion failure, revascularization and rehospitalization. This article summarizes clinical outcomes of 794 patients that were treated with xience prime and xience xpedition stents. Specific patient information is documented as unknown. Details are listed in the article, titled "individual patient data analysis of the bioflow study program comparing safety and efficacy of a bioresorbable polymer sirolimus eluting stent to a durable polymer everolimus eluting stent."